Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not removed. Device evaluation: visual inspection using magnification was performed to the returned sample. This revealed that the plunger and pushrod were observed in advanced position. Residues of lubricant material was observed on cartridge. The cartridge tube was observed cracked. The cartridge tip was observed cracked and deformed. Lens was also observed stuck at the cartridge tip section. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and the product was manufactured and released according to specifications. A search revealed that no additional investigation request for this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a pcb00, 19.0 diopter preloaded intraocular lens (iol) cartridge split in half during handling prior to insertion and there was no patient contact. The device was received, and results of the evaluation observed that the cartridge tube was cracked, and the cartridge tip was observed cracked and deformed. Lens was also observed stuck at the cartridge tip section.